Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited one high, out-of-range (oor) pace impedance measurement, triggering a lead safety switch (lss) from bipolar to unipolar configuration. Following the lss, impedances were normal, however inappropriate ventricular tachycardia (vt) episodes were stored due to myopotential oversensing in the unipolar configuration. Ts reviewed possible causes of the single oor value, such as potential lead fracture or a spring contact issue. Ts recommended programming unipolar sense and bipolar pace to prevent further oor impedance and oversensing in the rv. The patient also reported "felt pacing" in the shoulder area, however it was unclear what this meant as the patient had 0% pacing in the rv. Ts discussed increasing the output to 5v when testing threshold to see if the patient feels it, as well as turning on auto-capture in the rv. The device and lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead exhibited rv lead noise consistent with a potential lead anomaly, however no pauses were noted due to this noise. Impedance measurements in unipolar configuration were stable in the 500-600 ohm range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited one high, out-of-range (oor) pace impedance measurement, triggering a lead safety switch (lss) from bipolar to unipolar configuration. Following the lss, impedances were normal, however inappropriate ventricular tachycardia (vt) episodes were stored due to myopotential oversensing in the unipolar configuration. Ts reviewed possible causes of the single oor value, such as potential lead fracture or a spring contact issue. Ts recommended programming unipolar sense and bipolar pace to prevent further oor impedance and oversensing in the rv. The patient also reported feeling pacing in the shoulder area, however it was unclear what this meant as the patient had 0% pacing in the rv. Ts discussed increasing the output to 5v when testing threshold to see if the patient feels it, as well as turning on auto-capture in the rv. The device and lead remain in service at this time. No additional adverse patient effects were reported.